Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms. Initially the alarms were associated with position but have progressed (not associated with malposition). The patient reports that the alarms began a few weeks ago after increased activity. Three stents were placed after thrombus was found in the outflow graft. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2018. The report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. Evaluation of the patient¿s submitted log files confirmed low flow alarms; however, a direct cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained data from 29jun2020 to 30jun2020. The pump operated at or above the low speed limit for the duration of the log file. The log file recorded 29 low flow alarms throughout the log file when the flow dropped below the low flow alarm threshold for 10 seconds or longer. The controller periodic log file contained data from 19jun2020 to 30jun2020. The flow was variable throughout the log file within the range of 2.4 lpm to 4.2 lpm but appeared to decrease slightly over the course of the log file. The log files appeared to capture the pump operating as intended. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. This IFU contains information regarding the recommended anticoagulation therapy and inr range. In addition, this document explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. This IFU and the heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had 3 stents placed and their low flow alarms recovered with an increase in flow to the 4-5 liters per minute (lpm) range. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported.